Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during follow-up in-clinic. Upon review, the patient's right atrial lead exhibited lead noise which had caused inappropriate automatic mode switches(ams). Intervention was not recommended because the sensitivity was already maxed out to decrease the number future false ams episodes. The patient was stable.